Event description:
After the filter basket was inserted into the capture sheath, the angioguard was pulled. Then, the filter basket was caught on the stent. Therefore, the physician pulled it with extra force. As a result, the proximal marker of the filter basket moved to the distal marker. The physician changed the patient's body position and the filter was removed off the stent, and was finally retrieved from the patient. When the physician checked the filter basket, it was deformed. The angioguard delivery and the stent placement (cat and lot no, unknown) were successful. The target lesion was right internal carotid artery. There was moderate vessel calcification and tortuosity, rate of stenosis 80%. There was no adverse consequence to the patient.

Manufacturer narrative:
Additional information indicated that during removal, all the (IFU) instruction for use guidelines was followed. After the device was removed, the filter basket was deformed like an umbrella inside out. The patient did not sustain any serious injury due to the reported event. Prior to removing, the filter basket was completely within the captured sheath. Fluoroscopy was utilized to confirm the above statement. During retrieval of the filter, the retrieval sheath is being advanced while the filter wire is fixed, and the filter wire is being pulled backward. During the procedure, the filter is distal enough from the target lesion to prevent any impact from the balloons/(sds) stent delivery system that are being used. Contact did not occur between the proximal marker band of the filter and any other procedural product such as balloon or sds. Prior to the marker-band dislodgement or filter deformation, force was required to withdraw the filter. No further information was available. Prior to shipping, the product couldn't be checked. Additional information will be submitted within 30 days of receipt.